Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values the day after the sensor was inserted into the arm. On (B)(6) 2023, the patient woke up feeling nauseous and started vomiting. The patient then had a seizure. The patient¿s husband was with her and called 911. No cgm/ bg comparison values were provided at this time. The patient was wearing an insulin pump (brand not specified). The patient could not recall many event details due to the seizure. The patient was taken to the emergency room by emergency medical service (ems). The patient could not recall what or if any treatment/medication was provided to her by ems. At some point, the patient cgm was 180 mg/dl, and the bg meter was reading 70 mg/dl. The patient was treated with keppra (anti-seizure medication) and IV fluids. The patient was discharged home after 3 days. The patient was ¿not doing great¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.